Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 461 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting on the insulin pump was performed. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. Customer advised the insulin pump passed the high pressure test. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.